Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a catheter revision due to not receiving pain relief. It was stated that when the revision was attempted, the collet came of the catheter and the catheter had to be completely replaced. The pump was filled with preservative free normal saline because the hospital did not have the patient¿s medication available. It was not possible to determine if the patient had relief at the time of replacement.

Event description:
Additional information received reported there was a discrepancy in volume and the patient was getting no relief. It was verified the collet came off of the catheter and it was noted the doctor was going to connect them and ¿the collet popped off¿. It was also reported ¿they did not want to take any chances¿ so they replaced the pump, but ¿they did not think anything was wrong with the pump¿. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type catheter, product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).